Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient had an infection.

Manufacturer narrative:
Additional information was received that the infection was not device related. It was noted that the infection was internal to the body. No further information can be obtained.

Event description:
A report was received that the patient had an infection.